Event description:
According to the (B)(4) registry, a patient suffered from an ischemic stroke during recovery after a 7x40mm precise pro rx stent was deployed at the target lesion. The patient recovered partially with minor residual deficits. The patient was discharged three days after the procedure and neurological event. The target lesion was located in the ostium of the left internal carotid artery, and had a length of 20mm and a diameter of 5mm. The eccentric lesion was moderately calcified with 90% stenosis. The vessel was a type ii arch vessel and was mildly tortuous with at least two bends. The nih and the rankin stroke scale score were both 0 at baseline and the patient was asymptomatic. During the procedure, a 4mm angioguard rx was successfully deployed past the lesion and pre-dilation was performed. Then, a 7x40mm precise pro rx stent was inserted and successfully deployed at the target lesion. The final target lesion stenosis was 0%. After that, the angioguard rx embolic protection device was retrieved and was found to have no debris. There was no documented dissection or presence of air bubbles. No neurological deficits were reported when the patient left the angiography suite. Approximately 10 minutes into recovery, the patient began to exhibit aphasia and right hemiparesis, which was diagnosed as an ischemic stroke. The patient was given IV heparin for likely distal emboli. An MRI of the head was performed and found multiple small frontal and parietal cerebral hemispheric infarcts, which may be of an embolic etiology. After 48 hours, the patient recovered partially with minor residual deficits exhibited as rare word finding difficulty. The patient was discharged 3 days after the procedure. The discharge nih and rankin stroke scale tests were not performed. At the 30-day check up, the nih score was 0 and the rankin score was 1. No adverse event occurred since the day of discharge. The patient is currently doing well.

Manufacturer narrative:
This is the initial and final report for this complaint. Complaint conclusion: according to the (B)(4) registry, a patient suffered from an ischemic stroke during recovery after a 7x40mm precise pro rx stent was deployed at the target lesion. The patient recovered partially with minor residual deficits. The patient was discharged three days after the procedure and neurological event. The patient is a (B)(6) male with a history of coronary artery disease, hyperlipidemia, and hypertension. The target lesion was located in the ostium of the left internal carotid artery, and had a length of 20mm and a diameter of 5mm. The eccentric lesion was moderately calcified with 90% stenosis. The vessel was a type ii arch vessel and was mildly tortuous with at least two bends. The nih and the rankin stroke scale score were both 0 at baseline and the patient was asymptomatic. During the procedure, a 4mm angioguard rx embolic protection device was successfully deployed past the lesion and pre-dilation was performed. Then, a 7x40mm precise pro rx stent was inserted and successfully deployed at the target lesion. The final target lesion stenosis was 0%. After that, the angioguard rx was retrieved and was found to have no debris. There was no documented dissection or presence of air bubbles. No neurological deficits were reported when the patient left the angiography suite. However, approximately 10 minutes into recovery, the patient began to exhibit aphasia and right hemiparesis, which was diagnosed as an ischemic stroke. The patient was given IV heparin for likely distal emboli. An MRI of the head was performed and found multiple small frontal and parietal cerebral hemispheric infarcts, which may be of an embolic etiology. After 48 hours, the patient recovered partially with minor residual deficits exhibited as rare word finding difficulty. The patient was discharged 3 days after the procedure. The discharge nih and rankin stroke scale tests were not performed. At the 30-day check up, the nih score was 0 and the rankin score was 1. No adverse event occurred since the day of discharge. The patient is currently doing well. The product remains implanted, therefore, it was not available for analysis. A device history record (DHR) review was conducted and the manufacturing documentation associated with the product¿s lot presented no issues or anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required. Concomitant medications: bivalirudin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel; angioguard rx, catalog number 401814rmc, lot number: 70612499.

Manufacturer narrative:
Corrected information: the baseline rankin scale was not performed. Additional details were received from the clinical events committee (cec) meeting minutes that after the event, a neurology consultation was done in the angiography recovery area. The expressive aphasia and right hand numbness and weakness had not happened previously to the patient. The patient made sense with half of his sentences and then other parts did not make sense. He was not able to follow commands. He was lifting his right arm and opening and closing his right hand fairly well. When he talked, his speech was clear. He would answer questions and make comments, but, again, half of the statements did not make much sense. During the cranial nerve assessment, it appeared that the patient did not understand some of the commands, e.g., stick out tongue. He appeared to have slight ataxia in the right arm and leg. Gait exam was deferred. He seemed to have decent strength, but just mild weakness in the right hand. He did not admit to any numbness issues. He appeared to have normal visual fields, although at one point it seemed as though he was maybe having some difficulties seeing objects off to the right. A non-ipsilateral cva ischemic/embolic had also occurred the same day as the event. The day after the event, the neurology progress note documented that the patient still had aphasia, which may be slightly worse than on the day of the event, but no worse than the initial aphasia. A lot of his speech did not make sense and he was unable to follow commands. There was mild weakness in the right arm/hand; hand movement was slightly more limited than on the day of the event. The patient had a headache earlier, but denied a current headache. He was able to stand and walk without much difficulty although he was slightly slow. The family was asking about any vision issues. It was difficult to assess his visual fields, but it appeared that he had difficulty grabbing something to the right. There was mild right face weakness with smile. There was difficulty in assessing sensory due to aphasia which appeared to be more receptive at the time of this examination. The patient was off heparin. The neurologist's assessment and plan noted an embolic stroke left hemisphere-likely related to embolic event during carotid stenting procedure. Headache may have been related to hypertension with systolic blood pressure to 160s mmhg today. The neurologist explained that fluctuation in symptoms is common with stroke. The patient was ready to transfer to neurology unit. Therapists were seeing the patient. Three days after the event, the neurology progress note documented that the patient was alert, oriented, following all commands and answering all questions well. He had improved weakness of right arm/hand and improved movement in right hand. His visual fields appeared normal and he was able to correctly state number of fingers held up. His speech was clear and fluent and overall looked much better. Additional medical history included: dyslipidemia. Additional lab results/tests provided: the neurologist noted that a cta of the head was unremarkable with no evidence of bleed. On 09/12/2013 at 17:45 a MRI of the brain without contrast was performed. The findings included multiple areas of abnormal signal hyperintensity in the "left frontal and parietal cortex accompanied by restricted water diffusion, consistent with multiple small bilateral cerebral hemispheric infarcts, which may be of an embolic phenomenon." There was a small amount of nonspecific white matter signal abnormality in the cerebral hemispheres, which is likely of a nonacute microvascular etiology. Please note that assessment for new cat code was done and it was determined that no additional device history record (DHR) review was necessary. Complaint conclusion updated to include information from adjudication minutes: as reported by the sapphire study, a patient suffered from an embolic stroke during recovery after a 7x40mm precise pro rx stent was deployed at the target lesion. The patient recovered partially with minor residual deficits after treatment. The patient was discharged three days after the procedure and neurological event. The patient is a (B)(6) male with a history of coronary artery disease, dyslipidemia, hyperlipidemia, and hypertension. The target lesion was located in the ostium of the left internal carotid artery, and had a length of 20mm and a diameter of 5mm. The eccentric lesion was moderately calcified with 90% stenosis. The vessel was a type ii arch vessel and was mildly tortuous with at least two bends. The nih stroke scale score was 0 at baseline and the patient was asymptomatic. The rankin scale was not performed. During the procedure, a 4mm angioguard rx embolic protection device was successfully deployed past the lesion and pre-dilation was performed. Then, a 7x40mm precise pro rx stent was inserted and successfully deployed at the target lesion. The final target lesion stenosis was 0%. After that, the angioguard rx was retrieved and was found to have no debris. There was no documented dissection or presence of air bubbles. No neurological deficits were reported when the patient left the angiography suite. However, approximately 10 minutes into recovery, the patient began to exhibit aphasia and right hand weakness and numbness, which was diagnosed as an ischemic stroke. The patient made sense with half of his sentences and then other parts did not make sense. He was not able to follow commands. He appeared to have slight ataxia in the right arm and leg. He seemed to have decent strength, but just mild weakness in the right hand. He did not admit to any numbness issues. The patient was given IV heparin for likely distal emboli. An MRI of the brain without contrast was performed. The findings included multiple areas of abnormal signal hyperintensity in the "left frontal and parietal cortex accompanied by restricted water diffusion, consistent with multiple small bilateral cerebral hemispheric infarcts, which may be of an embolic phenomenon." The patient had also suffered from a non-ipsilateral cerebrovascular accident. The neurologist's assessment and plan noted an embolic stroke left hemisphere-likely related to embolic event during carotid stenting procedure. After 48 hours, the patient recovered partially with minor residual deficits exhibited as rare word finding difficulty. He had improved weakness of right arm/hand and improved movement in right hand. The patient was discharged to home 3 days after the procedure. The discharge nih and rankin stroke scale tests were not performed. At the 30-day check up, the nih score was 0 and the rankin score was 1. No adverse event occurred since the day of discharge. The patient is currently doing well. The product remains implanted, therefore it was not available for analysis. A device history record (DHR) review was conducted and the manufacturing documentation associated with the product¿s lot presented no issues or anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Embolic stroke is a well documented potential complication of carotid artery interventions and is listed in the IFU as such. Embolic strokes are usually caused by an embolus (a blood clot that forms elsewhere in the body and travels through the bloodstream to the brain) that travels from other parts of the body to the neck or brain and blocks a blood vessel. Embolic strokes often result from heart disease or heart surgery and occur rapidly and without any warning signs. When a clot forms in a blood vessel in the brain or neck it is called a thrombotic stroke. Embolic and thrombotic strokes are categorized as an ischemic stroke. Early medical intervention can reduce the risk for irreversible complications. Aphasia and right hand weakness and numbness are two of many symptoms that may occur with a left-hemispheric embolic stroke. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported event. No corrective or preventive action will be taken, given that; with the DHR and the information provided, the reported event does not appear to be related to the manufacturing process.